Event description:
It was reported that during the prostatectomy procedure, the surgeon noticed that the patient's iliac vein was bleeding. The monopolar curved scissors instrument was removed and a hole on the tip cover accessory was observed. The planned surgical procedure was completed, however, the case was lengthened by thirty minutes as the surgeon had to repair the bleeding iliac vein. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned, however, the tip cover accessory used with the instrument was returned and evaluated. Engineering evaluation found a hole in the silicone around 1/16" in diameter at the proximal end of the tip cover. The hole does not appear to come from a puncture, as material is missing from the outer surface of the silicone overmold. A video of the procedure was returned. During review of the video, it was noticed that the tip cover accessory was pressing on the tissue, when the iliac vein began to bleed. It may have been possible that the cautery activation with the tip cover pressing on the tissue caused energy to transfer from the instrument, through the silicon, and to the iliac vein, causing the bleeding experienced by the patient. Engineering also observed a tear on the distal end of the tip cover that was not likely caused by heat. The silicone is thinner at the proximal end (where the hole is) than at the distal end (where the tear is), making it more susceptible to being damaged.